Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018 additional information.

Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5080646. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2018 and the mesh was implanted. Then the patient returned to ER in 2018 for bleeding, pain and difficulty urinating. The patient was sent home with catheter and had to straight catheterize myself for several weeks until it calmed down, ever since the patient is experiencing difficulty urinating, difficulty starting to urinate and dribbles. The patient had multiple visits to the doctor¿s office for uti, urinary retention, pelvic pain, burning and pressure. No further information is available.